Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, there was a rattle on the occlusion knob of the arterial roller pump and then the unit went into pump jam. The unit's occlusion knob was vibrating over a 1/4 inch each side. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The pump was observed to have increasing knob wobble and grinding noise as occlusion was increased. Pump jam was also observed. The pump was sent to the service department for repairs. If additional information becomes available that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.